Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for head/brain injury and intractable spasticity. It was reported that the company rep stated that patient had an magnetic resonance imaging (MRI) on (B)(6) 2026. The patient was in clinic today and hcp was seeing that the pump stalled on (B)(6) 2026 but did not recover. The company rep verified that the pump was not alarming and patient was not having any withdrawal symptoms. Agent reviewed telemetry state and the company rep did verify that hcp did see the recovery code after the pump was interrogated today.